Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary procedure. The procedure was completed by using control module in control room. It was reported to philips that system control module defective. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the control module ER was defective and not functioning properly. To resolve the issue, the fse replaced the defective control module. The defective part was sent for analysis, for control module malfunction was observed and the failure was found to be button, joystick, handle, switch not working correctly. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. After an investigation, it has been determined that the incident involving the defective control module. The procedure was completed as planned without any disruption on the same system using the control module in control room. Therefore, the issue is considered isolated and is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's control module was defective, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.